Event description:
Reporter noted extermely small fragments appear after making main incision with product; get caught up in collagen at wound site, and can't be removed with a second, irrigation instrument. Does not feel fragments cause direct harm, but is alarmed.